Manufacturer narrative:
Oxygenator leak. The returned devices were returned and forwarded to (B)(4) for evaluation as they were not manufactured at our facility. The quality engineer tested the oxygenator on tightness in the laboratory. The quality engineer filled it blood side with water and immediately found a leakage on the blood side. The quality engineer opened the oxygenator to find the reason. As a result, the quality engineer observed an ablation of the polyurethane. The ends of the gas fibers were embedded in polyurethane. There was a leak in a polyurethane adhesion. The reason for this failure is still unknown. Each oxygenator is tested for tightness during the production process. The test of the blood side tightness was carried out at 1 bar (- 14 psi) for a time period of 75 min at a flow of 10 1/min. During this test the oxygenators are checked for any leaks. The quality engineer checked the production records of the complained oxygenator but could not find any deviations. Usually, leaks are detected during this test. However, in the reported case nothing abnormal was found during production. (B)(4).

Event description:
An oxygenator was leaking out of the bottom of the exhaust port. Prime was leaking a continuous stream out of the bottom. Video included with report. Perfusionist took off the oxygenator and reservoir and replaced it with another pack. No injuries reported. Product indicated as in use.